Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose level of 444 mg/dl. Customer had blood glucose level of 246 mg/dl. Customer stated that the insulin pump had insulin pump error alarm. Insulin pump passed displacement verification test and self test. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed-unk.